Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and after the reset, the error code did not appear again. The caller successfully started their sensor session.